Manufacturer narrative:
(B)(4). The device was returned for analysis. A visual inspection identified dried bodily fluid located under rings one and two. There is a kink located approximately 1 cm from the distal tip between ring one and ring two. Functional inspection indicates that the steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. Tip motion was evaluated against the specified curve template. Both right and left curve tests passed. The right and left curve test passed, but had an irregular shape due to a kink. X-ray confirmed center support bend between rings one and two. X-rays showed no evidence of guide coil collapse. There is evidence of body fluid under r1 and r2 rings and in the interior of the sheath. The kevlar wrap is displaced and the center support is bent. There are signs of a broken solder connection between the center support and the steering wire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 28-sep-2017. It was reported that the steering mechanism was broken. The target lesion was located in the right atrium. A blazer prime¿ xp was selected for use. During the procedure, after inserting the catheter, it was noted that the steering broke at the catheter-tip and was no longer operable. The procedure was completed with another of the same device. No harm was done to the patient. However, device analysis revealed body fluid under r1 and r2 rings and in the interior of the sheath.